Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a pci conducted to treat a patient from the (B)(4) study, the physician had difficulty delivering a cypher stent to the lesion and a side branch was occluded post implantation of another cypher stent. The cath lab report indicated the following: "coronary angiography revealed severe calcification of the proximal and mid right coronary artery around the acute margin with eccentric calcified plaque proximal to the bifurcation with narrowing of approximately 50%. Just beyond the origin of the posterior descending artery (pda) and the origin of the posterolateral (pl) branch, there was 95% stenosis of the pl branch at its origin. There was 40% to 50% stenosis at the origin of the pda and then that vessel was occluded distally. In the mid pl branch, there was approximately 70% tubular stenosis where the vessel was approximately 2mm in diameter. The original goal had been to stent from the pl branch, mid vessel stent all the way proximally to the acute margin. The origin of the pl branch was predilated sequentially with a 2.0 and 2.5mm balloon. Then a 2.5 x 18mm cypher was brought into the guide catheter and was advanced around the acute margin where it would advance no further. It was elected to go ahead and deploy that stent at that point. Eventually, this stent was dilated to 3mm as was the bifurcation of the pl branch with the pda with a 3mm balloon. Eventually, with great difficulty, a separate 2.5 x 18mm cypher stent was advanced with the distal end, mid way through the tubular subtotal stenosis of the origin of the pl branch. This stent was deployed and then a 2.5 x 8mm cypher stent was used to complete the dilatation across the tubular stenosis of the origin of the pl branch. All these stents were overlapping and eventually were dilated from approximately 2.5mm distally all the way up to the 3.1mm proximally. Because of the contrast load that had been administered, it was elected not to proceed with further intervention of the mid pl branch". All three stents were overlapping from the distal rca into the pl branch jailing the pda with the 2.5x8mm cypher implanted distally. Intracoronary nitroglycerin was administered. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Difficulty tracking a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Tracking difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Factors such as tortuous vessels, calcified lesions or an increased difficulty to track the product through an existing stent may contribute to it. The IFU states that placement of a stent has the potential to compromise side branch patency. This is an inherent risk of the procedure. Pci of lesions located next to a coronary bifurcation are at risk to cause a side branch occlusion. Common techniques to prevent occlusions during intervention of bifurcation lesions include double guide wire technique and kissing-balloon inflation. Based on the information available, there are possible vessel characteristics and procedural factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The report is from the (B)(4) study. Per the physician's notes: the original goal had been to stent from the pl branch, mid vessel stent all the way proximally to the acute margin. The origin of the pl branch was predilated sequentially with a 2.0 and 2.5mm balloon. Then a 2.5 x 18mm cypher was brought into the guide catheter and was advanced around the acute margin where it would advance no further. It was elected to go ahead and deploy that stent at that point. Eventually, this stent was dilated to 3mm as was the bifurcation of the pl branch with the pda with a 3mm balloon. Eventually, with great difficulty, a separate 2.5 x 18mm cypher stent was advanced with the distal end, mid way through the tubular subtotal stenosis of the origin of the pl branch. This stent was deployed and then a 2.5 x 8mm cypher stent was used to complete the dilatation across the tubular stenosis of the origin of the pl branch. All these stents were overlapping, from the distal rca into the posterolateral branch, jailing the occluded pda (by the 2.5 x 8mm stent). The stents were dilated from approximately 2.5mm distally all the way up to the 3.1mm proximally.